Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they were implanted to treat pain from interstitial cystitis. They said they recently had been having bladder pain again and they were going to turn the amplitude up to help with the pain, but they were not finding the ins. They stated hey were seeing the message that the device had reached end of service and therapy was no longer available. When asked when symptoms returned, the patient responded they had been sick for the last couple of months. The patient reported they were back to baseline symptoms, it was reviewed this was due to the device reaching end of service. The patient did not anticipate the battery to last about 2 years. When asked if they had especially high programming or if their doctor had ever discussed this with them and the impact it had on ins longevity, they confirmed that yes, they had. The issue was not resolved through troubleshooting, they were redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that it was unknown if the issue was caused by normal battery depletion. When asked what steps were or would be taken to try to resolve the issue, they responded replacement, and that the issue was resolved.